Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting on (B)(6) 2015 produced test results of 141 mg/dl, back to back blood test performed fasting during call on (B)(6) 2015 produced results of 133 mg/dl and 133 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is not verified. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference and misunderstood the definition of erratic results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer does not feel well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting on (B)(6) 2015 produced test results of 141 mg/dl, back to back blood test performed fasting during call on (B)(6) 2015 produced results of 133 mg/dl and 133 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is not verified. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.